Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a pacing lead and the lead was screwed in several times. It was noted the lead displaced after pacing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The body of the lead became extrinsically distorted. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the lead did not dislodge and that the issue was due to the lead not entering the myocardium "too deeply" which was attributed to the myocardial tissue.